Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - lead dislodgement occurred after implantation and was repositioned. No adverse patient side effects were reported. This lead remains implanted.